Event description:
Customer reportedly received the following results on the compact plus system within 10 minutes: 357 mg/dl, 245 mg/dl, and 130 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device however customer no longer has the test strips; replacement was sent.

Manufacturer narrative:
Will not be returned to manufacturer.